Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is filed under a separate medwatch manufacturer report reference number. Evaluation summary: visual inspections were performed on the returned device. The reported difficult to deploy the suture was not confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that suture placement in bilateral common femoral arteries was attempted with two proglide devices using a pre-close technique via a 7fr sheath prior to an endovascular aortic aneurysm repair. Reportedly, the sutures did not deploy properly and came out/retained on both of the proglide devices. Reportedly, sutures of two new proglides on each side, right common femoral artery (rcfa) and left common femoral artery (lcfa) were successfully pre-placed and very good hemostasis was achieved post procedure. Reportedly, the maximum sheath size used in the rcfa was an 18 fr and in the lcfa was a 12 fr. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. Reportedly, the physician is trained in the use of the proglide device. No additional information was provided.